Event description:
The user facility reported that during a patient procedure their cmax x-ray surgical table was being leveled when it became caught on a table positioned under the foot of the bed. When the table was removed, the tabletop tilted toward the floor and came down resulting in an injury to the employee's foot, resulting in a bruise. It is unknown if any medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found no issue with the function or operation of the table. The reported event could not be duplicated. Based on the description of the event and the technician's inspection, the reported event was caused by an obstruction stored below the table. The tabletop may fall to the floor as described in the reported event should an object obstruct the tabletop from being leveled when commanded. The cmax x-ray surgical table operator manual states, "warning - personal injury and/or equipment damage: " before any movement activation, be sure that there is no risk of contact or collision with an object, or equipment or a person." Steris offered in-service training on the proper use and operation of the cmax x-ray table; however, the user facility declined. The table was returned to service. No additional issues have been reported.